Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of chest pain. The physician chose to explant the atrial lead and plug the pin port. The lead was removed. No further patient complications have been reported as a result of this event.